Event description:
In 2008, during arthroscopic knee procedure, the tip broke off instrument and fell into the knee joint. Tip was retrieved by physician. This product has the trademark of atlantech ce. Lot # 1002/05 and etched on the metal pick. Learned that this company was purchased by arthrocare corp according to their web-site.